Manufacturer narrative:
The innercool rtx console (s/n (B)(4)) was not returned to zoll (B)(4) for evaluation. The device was however, evaluated at the customer site. Functional testing was performed and the system passed verification, e-safety, insulation resistance and applied part leakage tests. The level sensors were also calibrated. A root cause of the customer's reported complaint could not be determined as no mechanical issues were identified during evaluation, that may have caused or contributed to the reported event.

Event description:
It was reported that the innercool rtx system was unable to cool the patient and the patient had an unstable temperature alert. No adverse patient sequelae was reported. No further information was provided. Manufacturer has made several attempts to obtain additional information, however no further details have been obtained.